Event description:
Reportedly, the surgeon attempted to staple; however, upon placement it would not close down or fire. Due to problems with the staplers, the length of surgery was extended by 80 minutes. The procedure finished with no further incident. Procedure: exploratroy laparotomy.